Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to no electrical signature. In addition, the physician attempted to reposition, however, the helix would not retract, and this helix stretched. This brady lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis revealed abnormalities. The helix mechanism test failed as the helix exhibited deformation or was extremely stretched, and tissue was observed to be entwined in the helix. Helix tips that are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to no electrical signature. In addition, the physician attempted to reposition, however, the helix would not retract, and this helix stretched. This brady lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.